Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive esc and act buttons. The blood glucose reading was 348 mg/dl, which was treated with the insulin pump. The customer stated that about a day prior, he received a low reservoir alert, but he was unable to clear the alert due to the keypad anomaly. He noted that a few hours later, the alert would clear on its own. He stated that the insulin pump also alarmed no delivery during a basal delivery, and he was unable to clear this alarm as well. No significant events leading to the keypad issues were observed. The customer was unable to troubleshoot due to the keypad issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive esc button due to corroded keypad traces. Excessive no delivery test was not performed and low reservoir alarms was not verified due to keypad anomaly. The device had broken reservoir tube lip, broken belt clip slot, severe scratches on display window, and missing end cap sticker.